Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. In this case, although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation with the available details. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) remains unknown. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, ten (10) months post-implantation of this 19 mm bioprosthetic valve (implanted into the pulmonary position), a transcatheter valve was implanted (valve-in-valve) due to high gradient. As reported, the patient was discharged from their index procedure with a pulmonic valve gradient of 35 mmhg. The patient now presents with a gradient of 60 mmhg. The decision was made to deploy a 20mm transcatheter valve via transfemoral approach into the pulmonic position. This was a success and the gradient was reduced back to 35 mmhg, post-deployment. The patient is listed as doing okay.